Event description:
A "signal loss" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer reported symptoms of dizzy and passed out due to hypoglycemia. The customer was unable to self-treat and a non-healthcare professional (non-hcp) provided "lemonade, possibly peanut butter, graham crackers and whoppers candy" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "in (B)(6) of 2026 between (B)(6)." All pertinent information available to abbott diabetes care has been submitted.